Event description:
Customer reported unexpected negative antibody screen results when testing a patient sample containg anti-k on the galileo using capture-r ready screen (crrs).

Manufacturer narrative:
The customer's returned sample showed a 4+ hemolysis. Crrs lot k200 was also returned and used to test the sample. Manual testing (but read with galileo) results were cell 1 of crrs showed a positive reaction. Galileo testing results were equivocal for cell 1.